Event description:
The lot number and expiration date of renalin pr test system packet on the outer bag is not consistent with the lot number and expiration of the vial. Example 1: lot # and expiration on bag = 789574, 04/2017- lot # and expiration in vials = 796464; 06/2017 (vial 1), 793681, 05/2017 (vial 2) products were not opened or used example 2: lot # and expiration on bag = 790182; 04/2017- lot # and expiration in vials = 789573; 05/2017 (vial 1), 787110; 04/2017 (vial 2). Renalin pr test system packet products were not opened or used.